Event description:
It was reported that about one week after use, the foley statlock rotating clamp was broken and the catheter came off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed- product met specifications. Photo: received five (5) photo samples. All photo samples showcase an overview of statlock stabilization device. Visual: received one (1) used foley statlock without packaging. Visual inspection noted clamp was intact. Sample was tested by using in-house foley catheter within statlock to verify fitting of catheter within statlock stabilization device. Statlock sample held foley catheter in place securely with no issues. Therefore, product meets specification. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that about one week after use, the foley statlock rotating clamp was broken and the catheter came off.